Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Compliant indicated that there was not pt involvement in the reported malfunction.